Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy was verified. The event log did not show anything related in the log. The pumps expulsor will be replaced to bring the delivery more in nominal range. Use testing was performed. The problem source is unknown.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be delivering outside the published specification of +/-6%. The pump's expulsor was replaced in order to bring the delivery into a more nominal range. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump failed volume accuracy. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.